Manufacturer narrative:
The root cause to this incident has not been identified. The customer has informed radiometer that currently they do not see any problems with crea measurements.

Manufacturer narrative:
The date was missing in follow-up 1 ((B)(6) 2015).

Manufacturer narrative:
The data logs from the analyzer have been investigated. All qc measurements are fine except one measurement on (B)(6) 2015 which is below the lower qc-limit. There is no sign of decreasing qc which indicates that this incident does not concern the issue in the recall with radiometer reference fan (B)(4) and FDA reference: (B)(4). No root cause have yet been identified for the low qc-result or for the patient result which was reported as false low by the customer.

Event description:
On (B)(6) 2015 the creatinine sensor membrane was changed. Subsequently two qc controls were run with an acceptable result and accordingly the creatinine analysis was released. The next day a qc control was run with a result below the lower acceptance limit. The customer reports that on (B)(6) 2015 after release of the creatinine analysis, three patient results were false low as compared with a cobas analyzer. This report concerns patient ID (B)(6). The following tests were run: analyzer: cobas, (B)(6). There was no injury, diagnosis or treatment based on result from the abl827.